Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump, causing the pump to shut down. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.